Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the first revision. In reporting a revision of the patient's left hip on (B)(6) 2022, rep reported the patient had a prior revision of a stryker hip due to chronic dislocation. Date of revision unknown at the time of report. Patient was revised to include an mdm metal liner and adm/ mdm poly insert.

Event description:
This pi is for the first revision. In reporting a revision of the patient's left hip on (B)(6) 2022, rep reported the patient had a prior revision of a stryker hip due to chronic dislocation. Date of revision unknown at the time of report. Patient was revised to include an mdm metal liner and adm/ mdm poly insert.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this patient within the span of about 18 months underwent primary total hip replacement, revision total hip replacement for recurrent dislocation and then subsequently another revision for intra-prosthetic dislocation of the mdm liner. This was subsequently converted to a constrained liner. Of concern when reviewing the operation reports is that the patient exhibited impingement which was recognized by the surgeon at the time of the first revision. However no mention was made of how or if the impingement was corrected. I can confirm that the primary and two revision surgeries were carried out since I was able to review the operation reports. No x-rays were provided. The root cause of recurrent dislocation of a total hip arthroplasty performed through a posterolateral approach are multifactorial including surgical technique, with proper restoration of mechanics including soft tissue tension, leg lengths and positioning of the implants including impingement. Patient factors including bmi and activity level and types of activities can also be contributory. In this case, at the first revision surgery the patient was found to have impingement which must have been present at the time of the initial operation but not addressed. The root cause of intra-prosthetic dislocation are also multifactorial including surgical and assembly technique, patient bmi and activity levels and types of activity, and implant factors. In this particular case, the patient had impingement of her components which was not addressed at the time of her first revision. If impingement continued, this could put undue stress on the hip kinematics and stresses and could result in intraprosthetic dislocation. I have concern that even with a constrained liner, with continuing impingement, complications such as another intra-prosthetic dislocation could occur or a disassociation of the acetabular liner could occur. In this case given the circumstances, I would not assign any causality to the implants. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.